Event description:
Our affiliate is reporting to us that during an arthroscopic procedure, the surgeon observed metal shavings emanating from a mitek fms full radius cutter and falling into the patient's joint space. It is not known if all of the debris was removed from the body; however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, the complaint device has not been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot conclude a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Although the complaint device has not yet been received, mitek has established, through a long and extensive investigation, a root cause for this reported failure mode; metal shedding/shavings/debris emanating from the device while in use. The root cause for this failure mode is due to the nature and need of the device; high speed rotation of metal on metal with tight tolerances and clearances. The device conditions required in order for the device to function properly and deliver the desired tissue cutting and bone ablation performance needed to achieve results during surgery. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If and when the device is received, a failure analysis will be conducted, if the results of the investigation differ from the above root cause, a follow up report reflecting the failure analysis conclusions will be filed. Not yet received.